Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0007735. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two samples were returned for evaluation by our quality engineer team. The samples were visually inspected and the issue of cracking was observed. This type of damage does not typically occur from the production process. The appearance of cracks typically result when the product has been used together with a lubricant solution or an infusion with a high ph value. These solutions can stress the formulation of the product. If excessive force is used when connecting the product or if the product is used for over twenty-four hours, cracking may occur. Per the instructions for use, the user should avoid over tightening the connection, check connections regularly, change the stopcock every seventy-two hours, or change the stopcock every twenty-four hours depending on the type of infusate used.

Event description:
It was reported that the stpck q-syte wht 360deg w/o nut cap ns experienced leakage. The following information was provided by the initial reporter: the customer reported about leakage from the stopcock on the IV line. The drug used is aloxi.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stpck q-syte wht 360deg w/o nut cap ns experienced leakage. The following information was provided by the initial reporter: the customer reported about leakage from the stopcock on the IV line. The drug used is aloxi.